Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited loss of capture. It was also noted that backup pulses were capturing. No intervention was performed. The patient experienced no consequences and will continue to be monitored.